Event description:
It was reported that after an angioplasty of the popliteal and tibial arteries, arteriotomy closure was attempted of an antegrade puncture of the common femoral artery using a starclose se device. Reportedly, after clicking the starclose se device into the exchange sheath and deployment of the locator wings an attempt was made to deploy the thumb advancer. However, about a third of the way through thumb advancer deployment significant resistance was experienced and thumb advancer deployment could not be continued. The safety release was pressed to retract the locator wings, but the locator wings retracted partially and the device remained stuck. The device was changed to a few different angles and the device was pulled out from the vessel. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reportedly not trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Operator not trained: the instructions for use states under the precautions section that the starclose se vascular closure system should be used only by operators trained in diagnostic and interventional catheterization procedures who have been certified by an authorized representative of abbott vascular inc. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported incomplete thumb advancer deployment and difficulty removing the device was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.